Event description:
It was reported that cgm displayed error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, confirmed error did not return, and successfully started new sensor session; no additional issues were reported.